Manufacturer narrative:
G.4. K183399; k243403.

Event description:
It was reported that the adapter and tubing separated. The catheter hub and extension tube was dislocated. It was unknown whether the leak occurred due to the detachment. (B)(6) 2026 clarification received: the event was a dislocation of the catheter hub and extension tube. It is unknown whether the leak occurred due to the detachment.